Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an omnilink elite (ole) procedure to treat the right common iliac (rci) artery. The ole was positioned at the rci when it was noted that the stent was no longer on the delivery catheter. A balloon dilatation catheter was used to deploy the dislodged stent in an area that did not need intervention. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that interaction with the anatomy or introducer sheath during advancement caused the stent to dislodge; however, this could not be confirmed. The additional treatment and foreign body in patient were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na